Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of over 600 mg/dl at the time of the incident. The customer¿s blood glucose level was 101 mg/dl at the time of call. Customer experienced symptoms like vomiting and thirsty. Customer treated high blood glucose with manual injections. High pressure test was performed twice however it did not pass. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents and no unexpected low battery alarm noted. No cosmetic damage noted.